Manufacturer narrative:
The reported event was not related to device malfunction. A complications such as retroperitoneal bleeding and hematoma are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended.

Event description:
The vascade 6/7f device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. Patient was moved to recovery, the patient's blood pressure dropped and a large hematoma (greater than 6cm) was observed. CT scan revealed that there was a retroperitoneal bleed in the left groin area. Femstop applied at high pressure to correct the hematoma and the retroperitoneal bleeding. Patient received blood transfusion and was admitted to ICU, but no surgery was performed.